Event description:
The forceps would not work. They had no power for coagulating. The staff traded out cords and still experienced the same problem. They were unsuccessful in troubleshooting the machine. A second forceps was opened and worked without incident.